Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the reported issue.

Event description:
The consumer stated that during removal a u by kotex click super tampon came apart and pieces remained inside.